Manufacturer narrative:
Determination of root cause: assessment: a review for 3 months prior to the reported date showed no previous events of this type for this system. In this case, the territory manager was able to reproduce loss of tracking. The ir array was re-aligned and the tracker function was verified. System verification was completed to specifications. Conclusion: the root cause of this event was component related, specifically the ir array alignment. No further corrective and preventive action is warranted at this time. (B) (4). (B) (4).

Event description:
Adverse event: interrupted procedure. Malfunction: difficulty tracking. A certified ophthalmic technician reported tracking was lost four times during one case ("system froze up four times"). The surgeon was able to complete the surgery successfully. Reporter indicates pt outcome was not affected.